Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent protector was returned with the device partially covering the crimped stent. A visual examination of the crimped stent found that the stent struts at the mid-section of the crimped stent were severely damaged, bunched and overlapping. The distal portion of the crimped stent had moved proximally on the balloon. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 217mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jun-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.50x38mm promus element ¿ long stent was advanced but was unable to cross the lesion so the device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent movement on balloon, stent damage, and hypotube break.